Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files rec'd. Conclusions: a lead issue was suspected, therefore, a revision of the sys was recommended. This was not be performed since the pt passed away.

Event description:
During the routine follow-up of the device involved in this report, the physician noticed that a vf episode recorded in device memory was treated with 2 shocks. The first one was not efficient (0 joule delivered) but the second one properly reduced the arrhythmia. Later info: the pt passed away in 2007 (cause of death: chf / not device related).